Manufacturer narrative:
This report is submitted on dec 12, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site (treatment unknown). The implant remains in-situ.